Event description:
During a l4-l5 tlif procedure, the surgeon was tapping the thin pusher with a mallet when the tip broke. The tip was easily and promptly removed. The case continued and completed with no delay, adverse effects or injury to the patient.

Manufacturer narrative:
A review of the product device history record for the subject device was completed. Review revealed there were no anomalies or nonconformance's generated during the manufacture of the devices that would have led to this complaint condition. The devices passed inspection and were approved for initial use.

Manufacturer narrative:
A review of the product device history record for the subject device was completed. Review revealed there were no anomalies or nonconformance's generated during the manufacture of the devices that would have led to this complaint condition. The devices passed inspection and were approved for initial use. An engineering design change is being completed to update the design of the endoskeleton® tt thin pusher by thickening the tip in order to improve the mechanical durability of the instrument. This change is only an improvement and will not affect fit, form or function as the endoskeleton® tt instrument positioning tool. The update design was validated. The report concluded the endoskeleton® tt thin pusher improved the mechanical durability of the instrument without impacting fit, form or function of the instrument.

Event description:
During a l4-l5 tlif procedure, the surgeon was tapping the thin pusher with a mallet when the tip broke. The tip was easily and promptly removed. The case continued and completed with no delay, adverse effects or injury to the patient.